Manufacturer narrative:
On (B)(6) 2021, mentor became aware that the initial submission with (manufacturer report number:1645337-2020-16577), inadvertently missed reporting that the right implant after the capsulotomy, the implant was put back in the patient. The patient code ¿cutaneous deformity¿ due to report of upper medial fold in both sides, more pronounced on the left was also missed in the initial report. This report relates to the left prosthesis. Manufacturer¿s reference number: (B)(4), adding pc ¿cutaneous deformity¿. Date of implantation: (B)(6) 2011. H6 health effect - clinical code e2402: off label use.

Manufacturer narrative:
Per correct codification patient code surgical intervention was added, since she had several capsulotomies and capsulorrhaphy. Manufacturer¿s reference number: (B)(4). Patient code surgical intervention.

Manufacturer narrative:
On (B)(6) 2021 mentor became aware that the report#1645337-2020-16577, (follow up 3) mistakenly reported that the left side had issue with cutaneous contour deformity. The correct issue is capsular contracture. There was also no report of off label use for the right or left side. This report is for the left prosthesis. Manufacturer¿s reference number: (B)(4), patient code for the left side: capsular contracture. No report of off label use for the right or left side.

Manufacturer narrative:
On (B)(6) 2021, mentor became aware that this complaint is a previous event to manufacturer report number: 1645337-2020-16548, and this manufacturing number contains the actual event. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: baker¿s grade unknown capsular,contracture and deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female who underwent an unspecified breast augmentation with an unknown mentor breast implant experienced left sided baker¿s grade unknown capsular,contracture and deflation post procedure. As a result, the device was replaced with a 425cc mentor moderate implant, and upper medial capsulotomy was performed on (B)(6) 2015.